Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As stated by the customer the light head of the device was not properly fixed on its fork and there was a possibility of falling down of the light head. Photographic evidence of the issue was in line with alleged description and it also revealed that due to the instability of this connection paint chipping occurred in the place were those two parts are normally connected. It was established that when the event occurred, the surgical light did not meet its specification due to not proper connection between fork and light head. The device contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment or diagnosis. The gap between the fork and the lighthead was indicated by the product experts to be caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line. To prevent any safety issue the user manual (e.g. User manual 01581 ) mentions to check the light heads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. It was reported that the device at hand was serviced by the third party. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 26th of june 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the light head of the device was not properly fixed on its fork and there was a possibility of light head detachment. There was no injury reported however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse. Manufacturer's reference number: (B)(4).